Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. Customer replaced the loading pressure regulator and confirmed that the reported problem was resolved. Machine was returned to service with no further issue. Complaint part was not returned for evaluation. The reported issue, filling of saline bag, was addressed by CAPA. A device history record review was conducted and confirmed that there were no deviations or nonconformances during the manufacturing process. Product labeling, material, and process controls were within specification.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. Drain line and height are within specification. There are no drain line obstructions. The issue was resolved by replacing the loading pressure valve, which has been discarded. The machine is back in service.